Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a handpiece presented with oscillation failure during a procedure. The handpiece was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The customer reported that the phaco handpiece had an issue with the us oscillation. The handpiece was exchanged to complete the case. There was no patient harm. The phaco handpiece was received and a visual assessment of the returned sample showed no issues. The phaco handpiece was primed and tuned and had no issues. The phaco handpiece was tested for five (5) minutes at 100% us and torsional and passed all tests. The wet stroke test was performed and met specifications. The phaco handpiece met all product specifications. The phaco handpiece was manufactured on november 3, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 6 months did not indicate any additional related reports for this phaco handpiece serial number. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).